Event description:
It was reported that a device interrogation revealed loss of sensing on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.